Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not get any green lights on the telemetry portion on the remote monitor during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to the device clinic for follow up in the clinic to rule out any potential implanted device concerns. It was further noted that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) prematurely. The physician noted that the battery voltage had slowly decreased over the past few months. The device was explanted and replaced. No patient complications have been reported as a result of this event.